Manufacturer narrative:
This is an initial report. The customer reported an incomplete meter serial number. The customer's product has been requested back for investigation. A follow-up report will be filed with the meter serial number once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 479 mg/dl and 148 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) has been returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter's memory however, they were obtained outside the 10 minute timeframe.

Event description:
The notification received for the study indicated that the pt had a lesion in the proximal cx that was treated with two overlapping otw cypher stents. During the procedure, the pt had a side branch occlusion in the 1st om, and it was treated with balloon angioplasty. In addition, the pt had hypotension during the procedure secondary to nitroglycerin administration. It was medically managed only. After the procedure, the pt had elevated enzymes and the pt was diagnosed with an mi on the following day. No treatment was provided and it resolved on the following day. Pci was performed on a (b2) lesion in the proximal circumflex of 34 mm in length in a 2.75 mm vessel diameter. The lesion was pre-dilated with a 2.75 x 16 mm balloon at 10 atms before a 3.5 x 18 mm otw cypher stent was deployed at 10 atms. The lesion was post-dilated with a 3.5 x 16 mm balloon at 18 atm as standard practice. Then a 3.0 x 28 mm otw cypher stent was deployed at 18 atms proximal to and overlapping the previous stent because the initial stent did not cover the lesion. Post-dilatation was performed with a 3.5 x 16 mm balloon at 18 atms as standard practice. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. An ostial lesion in the 1st om of 14 mm length in a 3.0 mm vessel diameter was treated by balloon angioplasty because the flow was compromised during placement of the second stent.